Event description:
It was reported that a large volume infusor's "flow stopped." The nurse observed 250 ml of solution remaining in the device 10 hours after the patient's infusion was initiated. The nurse changed out the device. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was filled with 250ml. After 10hrs of infusing the device stopped and the remaining volume of solution is unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.